Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. While delivering the lead into the patient it became stuck in the patient's anatomy and subsequently fractured. The lead was extracted and procedure completed with an alternate lead. No adverse patient effects were reported.